Event description:
The gloves snapped upon removal and the rptr inhaled the latex powder. Subsequently, the rptr developed respiratory distress and stridor for which she received IV benadryl, sub-q epinephrine, o2 and an unknown nebulizer treatment. Rast test was 35 and rptr was diagnosed as latex sensitive by two mds.